Event description:
During hernia repair, graspher jaw came off in patient; it was immediately retrieved with no adverse effect on patient. Procedure was completed and patient condition post-op was good; she was discharged the same day.